Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that first foley catheter approximately 5 minutes after insertion, the balloon dislodged; upon inspection, the balloon was found to be ruptured. Second foley catheter a second device was inserted immediately after the first one ruptured; however, while performing an ultrasound examination, a "popping" sound was heard. Upon inspection, the catheter had dislodged, and the balloon was found to be ruptured.